Manufacturer narrative:
The device was returned to davol for evaluation. As was reported, the patch was found to have torn where the surgeon had placed the sutures. The tears appeared to have been created when the suture was being tightened and tied off when securing the patch. The tears were located on the outer stitch line and on the sealed edge. The instruction for use for this device advises the user that the sutures and/or fasteners should be placed at least 1/2 cm inside the outermost row of stitches. Based on the sample evaluation the suture locations were not in the recommended area of the patch. The damage appears to have been related to user interface. A review of the manufacturing records was conducted and showed no discrepancy during manufacture.

Event description:
The following was reported to davol: it is alleged, during a laparoscopic incisional hernia repair the surgeon was attempting to fixate the composix lp and the "mesh tore with each stitch". The sample was returned to davol for evaluation. Contact reported that there was no pt injury as a result of this event. As reported there was no pt injury; however, based on the reported event of torn mesh, there is a potential for a pt adverse event had the tear not been apparent and the mesh implanted. Therefore, an MDR is filed to document this event.